Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an error code and outdated clock battery. There was no patient injury reported.

Manufacturer narrative:
Other text: b5: additional information received via email from customer on 28-nov-2022 and attached in complaint: the event occurred prior to use. Date of event updated in complaint to 11-nov-2022. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals to be intact. The device's event history log was reviewed for evidence of the reported event, "error code 1720"; the alarm was found in the history. To conduct functional testing, functional check, and a battery loss alarm test were performed. Upon testing, it was revealed the customer problem was replicated; "lec 1720" and "outdated clock battery". Root cause was attributed to the device being defective. Back-up-capacitor was performed as well, no alarm was observed, clock battery (real time clock) was discovered to be due. In result, the back-up-capacitor and clock battery (real time clock) were replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.